Event description:
The event involved a plum 360 driver new pump programmed at 14:31 to infuse 556 ml at a rate of 23.2 ml/hr. The infusion contained etoposide 102.6 mg, vincristine 0.68 mg, and doxorubicin 20.52 mg in a total volume of 556.07 ml. However, at 17:23, the pump had recorded only 67 ml infused, while the infusion bag was reportedly empty. The patient was a 24-year-old female (initials: (B)(6)), weighing 65 kg. Both compounded preparations passed gravimetric quality assurance checks, confirming that the measured weights aligned with the expected values based on the known specific gravity of the drugs and diluents. A review of bed/chair occupancy alarms and staff movement records further indicated that diversion, spillage, or leakage was highly unlikely. Although the patient was involved, no harm was reported, and there was no delay in therapy or need for medical intervention.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.